Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter was not returned for evaluation. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with test results from results obtained of 106, 61, 269 and 261 mg/dl non-fasting. The customer's expected non-fasting blood glucose test result range is 160 - 180 mg/dl. Customer also stated the results obtained with meter are higher when compared to results obtained with another device; actual meter to meter comparison results were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer did not have any test strips available to perform a back to back blood test during the call. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 07/31/2021 and open vial date is 05/07/2019. Test strips are not impacted by recall. The meter memory was reviewed for previous test result history: (B)(6).